Event description:
No additional information received from customer.

Manufacturer narrative:
Additional information: d4. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, the reported event is inferred to have occurred because the outer diameter of the guidewire used in combination exceeded the allowable diameter specified for insertion into the subject device. It is inferred that the reason some guidewires of the same model can be used without any issues while others cannot be due to manufacturing variation¿within the specified tolerance range, in both the outer diameter of the guidewire and the inner diameter of the subject device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use aspiration needle got caught and didn't pass through. The issue occurred during a diagnostic endoscopic ultrasound-guided pancreatic duct drainage and was completed with an olympus back-up device there were no reports of patient harm.